Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a recent blood glucose level of 477 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 193 mg/dl. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.